Event description:
A 2.5mm diameter x 30mm length (MFR # 2953200-2010-01856) and a 3.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stents were deployed in the distal rca and ostial of a pt. The index procedure was complicated by a dissection which was successfully treated with stenting. However, it was reported that post procedure, elevation of cardiac enzymes meeting the protocol definition of mi was confirmed. The pt is reported to be recovered and no other clinical sequelae were reported.

Event description:
It was reported that the patient returned approximately 20 months post index procedure with symptoms. Severe re-stenosis in the posterolateral branch involving the endeavor stents was confirmed. Revascularization of the posterolateral branch and dist rca was performed (poba and stenting). Investigator reported that the re-stenosis event was probably related to the study stent. It was reported that the patient was also diagnosed with urinary tract infection which was treated with medication.

Manufacturer narrative:
(B)(4). Results: (dissection, mi).